Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a valve in valve procedure using a small flexnav delivery system. The patient had a previous 25mm non-abbott valve implanted. A computed tomography (CT) analyzed to confirm >4mm distance between surgical valve and coronary arteries and CT also confirmed surgical valve distance to sino-tubular junction (stj) >4mm. A pre-dilatation performed with a 20mm non-abbott balloon. Post pre dilatation, the patient's blood pressure got dropped, but recovered within 30 seconds. The small flexnav delivery system inserted via the right femoral artery and positioned to below 3mm below annular plane. Once across annular plane, patient became hypotensive again. A cardiopulmonary resuscitation (CPR) was performed by staff. The valve deployed at the same time during CPR successfully at first attempt. The depth observed to be 4mm below non-coronary cusp (ncc) and 4mm below left coronary cusp (lcc). The left and right coronary blood flow confirmed via root shot. The patients own blood pressure returned and CPR ceased. The CPR occurred for approximately 3-4 minutes. The doctors believed the patient had a stunned left ventricle (lv) causing hypotension. The gradient measured was 15mmhg. A post dilatation was performed with a 20mm non-abbott balloon due to under expansion. The final gradient was 7mmhg and no perivalvular leak (pvl) was seen. The patient was well until mid next morning when the patient suffered a mild stroke and required 5 days of hospitalization. The patient was reported stable and currently still in hospital.

Manufacturer narrative:
An event of low blood pressure, valve expansion, and stroke were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on all available information the reported valve under expansion appears to be related to patients' anatomy or procedural conditions. However, this cannot be confirmed. The cause of patient effects blood pressure and stroke could not be conclusively determined. The reported hospitalization is required as the patient suffered a mild stroke. The reported unexpected medical intervention is a result of case specific circumstance as CPR and post-implant valvuloplasty were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a valve in valve procedure using a small flexnav delivery system. The patient had a previous 25mm non-abbott valve implanted. A computed tomography (CT) analyzed to confirm >4mm distance between surgical valve and coronary arteries and CT also confirmed surgical valve distance to sino-tubular junction (stj) >4mm. A pre-dilatation performed with a 20mm non-abbott balloon. Post pre dilatation, the patient's blood pressure got dropped, but recovered within 30 seconds. The small flexnav delivery system inserted via the right femoral artery and positioned to below 3mm below annular plane. Once across annular plane, patient became hypotensive again. A cardiopulmonary resuscitation (CPR) was performed by staff. The valve deployed at the same time during CPR successfully at first attempt. The depth observed to be 4mm below non-coronary cusp (ncc) and 4mm below left coronary cusp (lcc). The left and right coronary blood flow confirmed via root shot. The patients own blood pressure returned and CPR ceased. The CPR occurred for approximately 3-4 minutes. The doctors believed the patient had a stunned left ventricle (lv) causing hypotension. The gradient measured was 15mmhg. A post dilatation was performed with a 20mm non-abbott balloon due to under expansion. The final gradient was 7mmhg and no perivalvular leak (pvl) was seen. The patient was well until mid next morning when the patient suffered a mild stroke and required 5 days of hospitalization. The patient was reported stable and currently still in hospital.

Manufacturer narrative:
An event of low blood pressure, valve expansion, and stroke were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on all available information the reported valve under expansion appears to be related to patients' anatomy or procedural conditions. However, this cannot be confirmed. The cause of patient effects blood pressure and stroke could not be conclusively determined. The reported hospitalization is required as the patient suffered a mild stroke. The reported unexpected medical intervention is a result of case specific circumstance as CPR and post-implant valvuloplasty were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.